Event description:
The user facility reported that an employee had initiated a diagnostic cycle which then faulted. The employee depressed the cancel button and water came out the front of the processor lid. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The reported event occurred on (B)(6) 2013 and few days following the reported event on (B)(6) 2013 an employee had initiated a diagnostic cycle which then faulted; the user facility placed a service call to steris. A steris service technician arrived onsite and observed no water to be on the floor or around the unit. The technician looked through the viewing window of the system 1e and observed that the chamber was approximately three quarters full of water. The technician de-installed ck1 allowing the water present in the chamber to drain out. The technician inspected the unit and found the ck1 o-ring swollen. The technician replaced ck1, ck2 and ck3. The technician ran test cycles and confirmed the unit to be operational.